Manufacturer narrative:
B7 - other relevant history updated with additional information received.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was noted that the guide wire failed to cross the lesion during readvancement. It is possible that the challenging morphology of the lesion contributed to the failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the tortuous iliac artery where there were stents present as well as calcium and aneurysms, via contralateral approach. The 3x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced over a command guide wire through a 6fr sheath. The armada balloon was unable to be advanced to the lesion and was also unable to be removed from the guide wire. The devices were removed together and the command guide wire was attempted to be re-advanced; however, it was not possible to recross the lesion and the procedure was aborted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. The patient will come back for another procedure, attempting antegrade approach. No additional information was provided.